Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Through the analyzer everything checked out fine during the implant, then through the device the rv defib measured > 200 ohms, and the rv pace sense measured normal at 676 ohms. Then they took out the rv defib to check the connection, reinserted and now got in-range defib impedance, but now the rv pace sense measures > 2500 ohms. In between connections the analyzer measurements measured normally. The device remains in use. No patient complications have been reported as a result of this event.